Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with their general practitioner around (B)(6) 2025 (patient could not recall exact date) with an infection that developed at the infusion site while wearing the pod. The site was reported to be painful, red with a raised bump and purulent discharge. It was also reported that the patient¿s blood glucose levels rose above 400 mg/dl at this time. The patient was prescribed a 5-day course of oral amoxicillin as treatment. Related cases: (B)(6).